Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. There are two results from the meter being compared to a lab result. The first result from the meter, the patient's blood glucose results were 340 mg/dl (meter), 109 mg/dl (lab). Tests were done 10 minutes apart. The second result from the meter, the patient's blood glucose results were 300 mg/dl (meter), 109 mg/dl (lab). Tests were done 10 minutes apart. No further information has been reported.